Manufacturer narrative:
The information related to date of hospitalization provide with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer was hospitalized on (B)(6) 2020.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the device trace download. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was unknown. The customer stated that insulin pump was not working. Customer declined to troubleshoot for high blood glucose. The customer was treated with manual injection at the hospital. Customer had symptoms such as nausea. The customer¿s last blood glucose reading was 346 mg/dl. The insulin pump will be returned for analysis.